Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received cryoablation during heartmate 3 left ventricular assist device (lvad) implant surgery on (B)(6) 2024. The patient's papillary muscle ruptured requiring mitral valve repair. The patient required a right ventricular assist device (rvad) during lvad implant due to prolonged bypass time during surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed as well as records in the manufacturing execution system) and showed no relevant deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, right heart failure, respiratory failure, bleeding, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management¿ also lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Additionally, section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 5 ¿surgical procedures¿ outlines how to implant the pump, including sections regarding ¿preparing the ventricular apex site¿ and ¿inserting the pump in the ventricle. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did have a history of ventricular tachycardia. The patient also experienced thrombocytopenia prior to their death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had the cryoablation for ventricular tachycardia during implant. The arrythmia did not result in clinical compromise. The arrhythmia in this event was not considered to be device or therapy related. The arrhythmia was resolved with the cryoablation. It was also noted that the patient had right heart failure before the left ventricular assist device (lvad) implant and was a high risk candidate. The patient required protek duo and right ventricular assist device (rvad) support planned for peri-op support. The patient had biventricular dysfunction and was reintubated for hypoxic respiratory failure, recurring pleural effusion, gastrointestinal bleeding, and acute kidney injury requiring continuous veno-venous hemofiltration (cvvh). The patient ultimately passed away on (B)(6) 2024. The death was not thought to be device related and the device reportedly operated as expected.